Event description:
It was reported that the patient had experienced multiple syncopal episodes. On (B)(6) 2014, the patient passed out and hit her head at the hospitals parking lot. She suffered a gash on her head and was admitted to the emergency room. The pulse generator exhibited intermittent loss of ventricular capture. The ventricular autocapture was turned off and the patient was monitored and no further auto capture was noted. The patient was released from the hospital and no further complications were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.